Event description:
It was reported that the clamps did not work right from the start. The nuts of the clamps were not able to be rotated. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Six devices were sent to the supplier for evaluation and the visual inspection and product evaluation revealed that in 3 out of the 6 clamps the nuts cannot be moved due to a deformation in the nut thread. In the other 3 clamps the nuts can rotate despite the deformation of the flange. According to the drawing the flange of the threaded pin is deformed, so that the nut can no longer be rotated. During the investigation, it was identified that the nuts were not assembled correctly. A CAPA determination request has been initiated and the following action has occurred. The assembling tool was adapted with poka yoke-standard and the quality documents were completed with picture illustrations and the responsible staff was trained using the new tools and documents. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to personnel error, whereby the assembling of the clamp flanges were not executed according to the requirements and the procedure was not followed.